Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products - mod ml taper femoral stem # item 00771301200 lot 61998319. Continuum shell with multi holes # item 00875705402 lot 61985845. Biolox delta head # item 00877503602 lot 2621748. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03830 and 0001822565-2018-03829. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing pain in the groin, limited mobility, stiffness, clicking and popping of the implant approximately 6 years post initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time.